Event description:
It was reported that the device, once switched on, does not reach the desired temperature, but freezes at 20°c. The event occurred after assembling the set and turning on the device, but it had not yet been connected to the patient. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device heater which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to the age and condition of the device, the unit will be decommissioned.